Event description:
It was reported that the arctic sun device water tank 2 bars, alarm flow rate (1.7) too low air leakage high, 2 hours before end of warm-up phase. Per follow up information received via mail on 16oct2024, it was reported that the device will be repaired in the hospital by medtech. Once done, paperwork will be uploaded to smx and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to debris caught in the fluid pathway. The arctic sun 5000 was evaluated onsite. During the evaluation, it was found that there was an air leak 2 hours before the end of warm-up phase. On one port of the fluid delivery line, the o-ring seal was clogged and this caused the leakage and so the device was not able to create continuous negative pressure. Per additional information received, technician cleaned the port, where the leakage occurred. This solved the problem. Device tested with and without shunt line. Initial evaluation and final evaluation successfully tested. Electrical safety check preformed successfully. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800261, rev. 0 and baw2800424, rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, e, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water tank 2 bars, alarm flow rate (1.7) too low air leakage high, 2 hours before end of warm-up phase. Per follow up information received via mail on 16oct2024, it was reported that the device will be repaired in the hospital by medtech. Once done, paperwork will be uploaded to smx and no patient involvement.